Event description:
It was reported a patient was revised approximately eight years post implantation due to pain and instability. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2022-00173. Concomitant medical products: femoral component size e left, item#: 00576401551, lot#: 62332450. Stemmed tibial component precoat size 3, item#: 00598003701, lot#: 62491588. Report source- australia. Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit and alignment of the implants is appropriate; no fracture seen. Radiolucency surrounding the entire tibial component, additional follow-up was performed and confirmed no complication or abnormality was noted with the removal of the tibial implant. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.